Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Batch documentation reveals no deviations. Product samples have been analyzed. Visual examination reveals no defects. The coating of the unused sample returned was according to specification. Based upon the product testing, this complaint could not be confirmed as reported.

Event description:
The customer experienced scrapping/discomfort when he pulled the catheter out. He also noticed some blood on the catheter after catheterization. The customer talked to his gp and was prescribed a smaller catheter.